Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) has been confirmed. As received the monitor was unable to pass incoming functionality testing. Upon investigation the monitor displayed service codes 102 and 203. The cause for the failure was isolated to contamination on the inter-pca connectors j1002, j1003 and j1000 on the ca board. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor displayed a service code.